Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open/close the foot was not confirmed/tested due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a know adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the left common femoral vein using a proglide device after an ablation procedure with an 8f sheath. Reportedly, in the 2nd venous access site for this ablation procedure, the proglide suture was successfully deployed; however, during deployment, the patient was bucking and flexing. The footplate and device were stuck and could not move. A surgical cutdown was performed with the proglide handle being manually broken to retract the footplate and remove the device. During removal, subcutaneous tissue was noted on the device. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.